Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. Following a transseptal puncture, a steerable guide catheter (sgc) and dilator were advanced across the septum. However, within less of one minute, a large clot was observed on the dilator in the left atrium. To treat the clot, heparin and integrillin were administered. A mitraclip xtw was then inserted and implanted on the mitral valve, reducing mr to a grade of 1+. It was noted that an attempt was made to advance the thrombus to the pulmonary vein in order to avoid it embolizing in the left atrium (la). When the dilator was removed as per instructions for use (IFU), the thrombus was no longer visible. It was additionally noted that this was done after interventional radiology (ir) neurologist implanted a non-abott filter devices in both carotid arteries. There were no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported thrombus could not be conclusively determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted posterior leaflet. Following a transseptal puncture, a steerable guide catheter (sgc) and dilator were advanced across the septum. However, within less of one minute, a large clot was observed on the dilator in the left atrium. To treat the clot, heparin and integrillin were administered. A mitraclip xtw was then inserted and implanted on the mitral valve, reducing mr to a grade of 1+. It was noted that an attempt was made to advance the thrombus to the pulmonary vein in order to avoid it embolizing in the left atrium (la). When the dilator was removed as per instructions for use (IFU), the thrombus was no longer visible. It was additionally noted that this was done after interventional radiology (ir) neurologist implanted a non-abott filter devices in both carotid arteries. There were no clinically significant delay in the procedure.